Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged usb connector. A receiver charge and boot was performed and failed. An interior visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause was determined to be damaged usb pins on the j3 connector.